Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked for a procedure on (B)(6) 2018. According to the complainant, during preparation, it was noted that there was no issue with the outside corrugated cardboard; however, the "part that was being glued on the back of the device and on the corner were found to be lifted up". There was no alleged device malfunction, and the device was not used with a patient or procedure.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked for a procedure on (B)(6) 2018. According to the complainant, during preparation, it was noted that there was no issue with the outside corrugated cardboard; however, the "part that was being glued on the back of the device and on the corner were found to be lifted up". There was no alleged device malfunction, and the device was not used with a patient or procedure.

Manufacturer narrative:
Problem code 1444 for the reportable issue of device seal compromised.   Only a box of alliance units was returned for analysis. Visual examination of the box of alliance units was found closed and sealed; however a section of the cardboard box in the bottom was observed to have lifted. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is cause traced to transport/storage since problems were traced to the inappropriate transport or storage of the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.